Manufacturer narrative:
As the lot number of the subject device was not provided, a device history record review could not be performed. As part of all complaint investigations, an attempt was made to evaluate the subject device as well as the device usage. In this case no sample or image was provided. The reported event could not be reproduced. Despite good faith efforts to obtain additional information the complainant was unable or unwilling to provide and patient or procedural details. Potential factors that could have led or contributed to the reported event have been evaluated. Previously reported similar complaints have been reviewed. The reported event may be related to difficult anatomical conditions as tortuous or calcified vessels may lead to increased friction. The event also may be use-related as rough handling for the device especially during unpacking may lead to deformation and subsequent release force increase. On the basis of the limited information available, a definite root cause for the reported event could not be determined. (B)(4).

Event description:
It was reported that the vascular stent could not be deployed any further after being released approximately 2-3 cm. The device was retracted through the introducer sheath. Another stent was used to complete the procedure successfully. No patient injury was reported. This is the same event as reported in medwatch report # 9681442-2015-00026; reportedly town vascular stents could not be deployed and this file is for the second failed delivery system.